Event description:
A 6.0 c1 prolene ref# 8706h used in cardiovascular surgery breaking off at the swage (where the suture material attaches to the needle). Several sutures broke off during CABG. All suture material with the same lot # pmh030 removed from operating rooms, suture cart and cs stock. Vm left with rep, indicating problem. Product was picked up by the vendor rep. FDA safety report ID# (B)(4).